Event description:
It was reported by the customer that 3 of the bd discardit¿ ii - 2-piece syringe experienced plastic particles in the 2-piece syringe. The following information was provided by the initial reporter, translated from french to english: I would like to inform you that we have detected on several occasions the presence of plastic particles in the 2-piece syringes.

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided material number 300296 and lot number 2208121. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, a picture sample was provided. Although the physical sample was arranged for return, the picture sample was sufficient for the investigation as the picture clearly showed white particles within the fluid pathway. We have concluded that the observed particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two-piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 3 of the bd discardit¿ ii - 2-piece syringe experienced plastic particles in the 2-piece syringe. The following information was provided by the initial reporter, translated from french to english: I would like to inform you that we have detected on several occasions the presence of plastic particles in the 2-piece syringes.